Event description:
The customer contacted heartsine to report that battery on their device ran out during intervention on a patient. The patient associated with the reported event did not survive. Clinical review confirmed that the device use did not contributed to the patient outcome.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Clinical review of the reported event was performed and it was concluded that the device did perform to specification throughout this event. The device did not cause or contribute to the patient¿s outcome. The patient presented a non-shockable rhythm and thus defibrillation was not indicated. The advised treatment for patients presenting a non-shockable rhythm is CPR, which was performed during this event. The record has been updated accordingly. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.